Event description:
The device was reported to have shut down after 26 hours of functioning. The user reported that the device alarmed and the alarms were reset several times by the caregiver staff. The patient had a desaturation episode and experienced bradycardia but responded to receiving oxygen without incident. There was lasting patient harm.